Event description:
Patient presented back to the physician with a foreign body response and a pustule. Physician brought the patient into the or , opened the neck incision, and removed the remainder of the cuff and lead body from the nerve. Physician opened the chest incision, cut the stimulation lead body leaving the pin inserted, and removed the remainder of the stimulation lead body. Physician then applied antibacterial irrigation in the neck and chest incisions and prescribed oral antibiotics after the procedure.

Event description:
Patient presented to the physician with the stimulation lead exposed at the neck incision. Physician brought the patient into the or, cut the stimulation lead body, and removed the compromised portion.